Event description:
It was reported that water leak was confirmed from the arctic sun device's bottom after usage. Per follow up information received via mail on 23jan2025, the device will be sent to imi. Issue not yet resolved. Patient was not involved. Per sample evaluation results on 02may2025, the flowmeter looks dirty.

Manufacturer narrative:
The reported issue was confirmed. The device was evaluated upon receipt. Leak from drain valve. Replaced drain valve. The flowmeter looks dirty. Replaced flowmeter. Unit was evaluated for functionality. Arctic sun passed all tests successfully and unit is ready to be back in service. Labeling review is not required because labeling could not have prevented this issue. The root cause identified is covered by CAPA # 2666889. "The root cause is an incorrect tool used to manufacture the drain valve body component that is purchased by sub-tier supplier cpc and subsequently purchased by ryan herco for sale to bd. Cpc supplier completed actions to correct the drain valve body component 1186100c tool. " UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.